Event description:
An operating room director reported that a cataract system froze during a procedure. There was no pt harm. Add'l info has been requested but none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).